Event description:
Per information provided: (B)(6)2014 - patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with the implant of ventralex st (device #1). Per operative notes, ¿two hernias one in the right umbilicus and above midline were identified, both hernia sacs were excised. A ventralex st (device #1) was placed and sutured." (B)(6)2017 - patient was diagnosed with recurrent incarcerated incisional hernia, small bowel obstruction involving old mesh thereby underwent open repair with removal of ventralex st (device #1) and implant of ventralight st mesh (device #2). Per operative notes, ¿the small bowel was densely adhered to the old mesh (device #1), removing the bowel from the mesh keeping the mesh off it and removing in its entirety. Adhesions were taken down and a ventralight st mesh (device #2) was placed into the defect and sutured." (B)(6)2018 - patient was diagnosed with enterocutaneous fistula thereby underwent explant of ventralight st mesh (device #2). Per operative notes, ¿the midline scar was removed. The enteric fistula was right in the middle of the mesh (device #2). Adhesions were taken down and ventralight st mesh (device #2) was removed. The fistulous area was then resected, and anastomosis was performed." (B)(6)2018 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of biosynthetic mesh, abdominal wall reconstruction, resection of small bowel with previous enterocutaneous fistula. Per operative notes, ¿the hernia sacs were dissected out. Once adhesions were taken down, a segment of small bowel densely adhered to the hernia sac where the previous enterocutaneous fistula had been removed and anastomosis was performed. A biosynthetic mesh was placed and sutured." (B)(6)2019 - patient was diagnosed with minimal drainage out of his fistula. (B)(6)2019 - patient was diagnosed with colocutaneous fistula thereby underwent removal of biosynthetic mesh. Per operative notes, ¿the chronic fistula around the area of mesh was incised. The mesh was removed in its entirety taking down the adhesions." Attorney alleged that the patient had abscess, adhesions, bowel obstruction, bowel removal, fistulae, infection, mesh migration, pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
Based on the information received, no conclusions can be made. Per medical records review, about 5 months post implant of ventralight st mesh, patient was diagnosed with fistula, hernia recurrence, adhesions and scar tissue thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists fistula, hernia recurrence and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This supplemental emdr represents the ventralight st mesh (device #2). Additional emdr was submitted to represent the ventralex st (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.